Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported anemia and cardiac arrhythmia could not be conclusively established through this evaluation. The patient remained ongoing on the heartmate ii left ventricular assistant device, serial number (B)(4) until they experienced further bleeding-related issues on (B)(6) 2019 and were ultimately transplanted on (B)(6) 2019. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU, ¿introduction¿, lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate ii lvas. The IFU, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The IFU also lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced massive bleeding (anemia tendency). The patient was readmitted to the hospital due to arrhythmia and anemia from (B)(6) 2019 to (B)(6) 2019. Cardiac catherization was performed. On 30jul2019, blood transfusion occurred with a concentrated red blood cell solution (less than 4 units). There was no drug treatment. Anticoagulants were administered at the time (warfarin, aspirin). Laboratory test values were obtained on 29jul2019 and showed an international normalized ratio (inr) of 2.2, activated partial thromboplastin time (aptt) of 41 seconds, and platelet (plt) levels of 182,000 / ul. The cause of the bleeding was "unknown" and there was no association between bleeding an the device.